Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error code 41786 alarm. The result is a failure to infuse. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a unknown. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.